Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device code) product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx54od hip acetabular liner; pinnacle 100 acet cup 54mm hip acetabular cup; unknown femoral stem. (B)(6). (B)(4).

Event description:
Maude event report mw 5025020 states: at my appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled. Background: my left hip was replaced in 2007 with a depuy polyethylene system. According to my surgeon, the cup liner slipped out of position and began to disintegrated, necessitating hip revision surgery in 2009. The depuy pinnacle cup with metal articulation was implanted at that time. But 2012, my surgeon determined it too was failing. Update the revision operative report indicated the patient was revised to address disassociation and secondary wear of the cup. The cup was revised at a later revision due to increased version. Update ppf alleges pseudotumor and elevated metal ions after the first revision. Doi: (B)(6) 2007 (left hip) (cup, hole eliminator). Doi: (B)(6) 2009 (left hip) (head, liner). Dor: (B)(6) 2012 (left hip) (cup, hole eliminator, head, liner). Dor: none reported (left hip) (stem).